Event description:
Guidewire became stuck and had to be surgically removed.

Manufacturer narrative:
D-6 cat #507-714y. The following analysis has been performed on the returned product: visual examination: the guidewire was found to be fractured at the tip, with the distal guidewire segment within a separate plastic bag. The distal tip coils were found to contain a clump of what appeared to be blood and possibly tissue attached to the coils . A proximal ribbon fracture site along with a bend in the corewire, 6 mm proximal to the fracture site were noted. The coilwire was found to be separated (subsequently determined to be cut) and stretched adjacent to both fractured ends. The lenth of this gukdewire, minus the separated distal segment was 299.4 cm. Microscopic examination: further evaluation using scanning electron microscopy (sem) on both fractured ribbon ends, including the separated coilwire ends was performed. The fractured surfaces exhibited good material ductility and the fracture is believed to have been caused by torsional overloading to failure. The coilwire was found to have been cut by an instrument due to the flat and striatened surface observed. This is the first twisted ribbon fracture in this family of guidewire.